Event description:
Patient was due to receive vincristine, before the vincristine was removed from the bag, it was discovered that it was leaking at the blue connection that is above what is inserted into the pump. Was sent back to pharmacy and they used our secondary tubing and it was run as a secondary infusion since this has happened several times this week.